Event description:
It was reported the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks on two different days, one in the primary sensing vector and one in the secondary sensing vector, due to poor qrs to t-wave ratios in the sensed signals. Boston scientific technical services (ts) was contacted, and ts discussed options. Field representative noted the s-ICD seemed to be lower than normal, and ts discussed the possible impacts of a revision procedure. No adverse patient effects were reported. Additional information was received indicating that the s-ICD was reprogrammed to the alternative vector and the therapy zones were adjusted. No adverse patient effects were reported.

Event description:
It was reported the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks on two different days, one in the primary sensing vector and one in the secondary sensing vector, due to poor qrs to t-wave ratios in the sensed signals. Boston scientific technical services (ts) was contacted, and ts discussed options. Field representative noted the s-ICD seemed to be lower than normal, and ts discussed the possible impacts of a revision procedure. No adverse patient effects were reported.